Event description:
Atrial unipolar lead impedance warning (B)(6) 2022. Pdd reviewed and shows impedance of 209 ohms on (B)(6) 2022. Rpi 212 confirmed. (B)(6) 2022 upon chart review (B)(6) 2022 eliquis stopped by pcp due to 2 gi bleeds, was put on aspirin but it is now on hold until future cardiology visit atrial lead impedance out of range, this has been a chronic issue chronically higher ventricular threshold (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).